Event description:
It was reported that the customer's insulin pump unexpectedly shut off. It was advised that the customer remove the battery from the device, blow on the battery cap, and clean it. The insulin started after the troubleshooting. The customer was advised to use the recommended batteries in the future. The customer's blood glucose value was 4.1 mmol/l. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).